Event description:
Caller reported experiencing repeated cartridge alarms with her insulin pump despite performing troubleshooting steps. There was no adverse impact to her blood glucose level. Technical support decided to replace the pump, advised caller on how to handle the replacement and return process, and confirmed she would continue using her current pump until the new one arrived.